Event description:
Same case as MFR report#: 2134265-2009-06969. It was reported that during a preparation for a percutaneous coronary interventional (pci) procedure, a rota wire fracture occurred. As the rotational speed test of the rotalink plus was being performed, the rotawire fractured at the tip of the burr. The procedure was successfully completed with a different device. The device had no contacted with the pt.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. (B)(4).